Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the diamondback 360 orbital atherectomy system tissue wrapped around device and had to be surgically removed. The physician accessed the target lesion from the left groin using an up-and-over approach with a 6f introducer sheath. A guide wire was easily passed into the right anterior tibial artery and atherectomy intervention was performed using the diamond back 1.5 classic crown oad. The initial pass was made at 80k rpms, followed by a pass at 140 rpms. Low pressure balloon angioplasty was performed with a 210mm x 2.5 balloon at 4 mmhg for 2.5 minutes with good results. The diamondback oad was then easily inserted into the peroneal artery; however, shortly after beginning the first pass, the oad crown bogged down. Angiogram showed that the tip of the guide wire had perforated/slipped into a small branch of the peroneal artery rather than the main branch of the peroneal artery. There was excellent flow down the anterior tibial artery with no evidence of dissection. An unsuccessful attempt was made to withdraw the oad catheter as the oad was impaled in the gastrocnemius muscle, so the procedure was aborted. Surgical intervention resulted in successful removal of the oad catheter. The patient tolerated the procedure well. She was discharged in stable condition 7 days post-op.

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unknown.